Event description:
Patient has heavily calcified iliac arteries. Sensor was introduced through a 14f sheath via stiff guidewire. A pigtail catheter was introduced beside the sensor delivery system. There was visible blood coming from the sheath and there were attempts made to contain and stop the blood loss. Bleeding continued throughout the procedure and patient's blood pressure dropped. The pt had to be put on cell saver and ultimately was given blood. The sensor delivery was still successful and patient was stable at the end of the procedure.